Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of a "thumping" in their chest at a particular time of the day. Additional information received from the nurse indicated that the patient had a rapid heart beat at the same time of the morning every day and it was discovered this occurred during the ventricular threshold testing. No changes to programming were made and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.